Event description:
The customer contact reported the pt rec'd less medication than intended. At an unspecified time, line b of the device was programmed to deliver an unspecified antibiotic, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the nurse noted the medication container was not empty as expected. At that time, that device was reprogrammed and the delivery was completed. The device was removed from clinical service. Therapy ws resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.9ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates that there was no programming that correlates with the customer's reported event for the reported date of (B)(6) 2012. A review of the last programming indicates that on (B)(6) /2012 at 0726, line b was programmed in the piggyback mode to deliver at a rate of 250ml/hr, with a vtbi (volume to be infused) of 246ml, for a duration of 59 mins, and the delivery was started. At 0824, the delivery on line b was complete. At 0841, the delivery on line a was complete. At 0843 the device was turned off. This report represents all the info known by the rptr upon query by hospira personnel.